Event description:
Reporter indicated that lead test at office visit resulted in high lead impedance reading, indicating possible lead malfunction (dc-dc code 7 and limit). Eri (elective replacement indicator) flag was "no", indicating that pulse generator is not at end of service. Further investigation revealed that over the past few months, the patient has had an increase in seizures and has not been able to perceive stimulation. No obvious breaks in the lead coil were noted upon review of x-rays. Patient is scheduled to have both the lead and the pulse generator replaced in 2002.